Manufacturer narrative:
Concomitant products: coda balloon and cook-tsmg-35-260-les(lunderquist) guidewire. The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the incraft abdominal aortic aneurysm (aaa) stent graft system was released at the desired location; however, they immediately found type I leak. After using an unknown balloon to expand incraft, the endoleak was significantly improved. The leakage was less but was still there. The patient remains hospitalized. At the start of the procedure, the patient had dissection aneurysms (two ruptures), inferior renal type. The aneurysm size was 27.36mm. The aneurysm neck characteristics included angulation 30,diameter(contains thrombus19.13--21.54, not contain thrombus 15-16.9)and the length was 25mm. Access was via the right approach. It was the physician¿s second time using the incraft device but has used a competitor¿s product 50units / year. The technician used about 40units /year. The sales rep was also present during the procedure. A non-cordis cook-tsmg-35-260-les(lunderquist) guidewire was used. There was no resistance/friction noted during pullback. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The limb prosthesis expanded fully with good apposition to the bifurcate legs. The device was post-dilated after implantation with a coda balloon. The bifurcate fully expanded and was apposed to the vessel walls after post-dilation. The limb prosthesis fully expanded and apposed to the bifurcate after post-dilation. On the limb prosthesis only, the cranial edge marker was placed between the minimum and maximum overlap markers of the bifurcate. Additional patient and procedural details were requested but were not provided at this time. 3 procedural videos have been provided and have been submitted for external review. The device will not be returned for analysis as it was implanted.

Manufacturer narrative:
The incraft abdominal aortic aneurysm (aaa) stent graft system was released at the desired location; however, they immediately found a type I leak. After using an unknown balloon to expand incraft, the endoleak was significantly improved. The leakage was less but was still there. The patient remains hospitalized. At the start of the procedure, the patient had dissection aneurysms (two ruptures), inferior renal type. The aneurysm size was 27.36mm. The aneurysm neck characteristics included angulation 30,diameter(contains thrombus19.13--21.54, not contain thrombus15-16.9)and the length was 25mm. Access was via the right approach. It was the physician¿s second time using the incraft device but has used a competitor¿s product 50units / year. The technician used about 40units /year. The sales rep was also present during the procedure. A non-cordis guidewire was used. There was no resistance/friction noted during pullback. The delivery handle and delivery system shaft were parallel with the patient¿s leg during deployment. The limb prosthesis expanded fully with good apposition to the bifurcate legs. The device was post-dilated after implantation with a coda balloon. The bifurcate fully expanded and was apposed to the vessel walls after post-dilation. The limb prosthesis fully expanded and apposed to the bifurcate after post-dilation. On the limb prosthesis only, the cranial edge marker was placed between the minimum and maximum overlap markers of the bifurcate. Additional patient and procedural details were requested but were not provided at this time. The product was not returned for analysis. An external physician review of the procedural images provided was conducted. The evaluation is limited due to lack of clinical information and imaging provided. Three cine runs were provided. The first angiogram shows an initial abdominal aortogram performed from the left common femoral artery approach. This shows an infrarenal aaa without common iliac artery involvement. The proximal neck is mildly angulated (approximately 30 degrees). The length of the proximal neck is measured at 19.24mm. The diameter of the neck is estimated at 18mm although no CT images are provided to assess for thrombus. There are single renal arteries bilaterally; the right is lower. Second angiogram shows the endograft in place with the proximal attachment just below the right renal artery origin and the distal attachments in the common iliac arteries bilaterally. There appears to be a significant type 1a endoleak originating at the angle of the aneurysm neck. Only a single frontal view is provided. No lateral or oblique views are available. There is no evidence of type 1b or type 2 endoleak. The third angiogram was performed after repeat balloon dilation of the proximal attachment. The endoleak persists but there is significant improvement. Angulation of the neck, thrombus, and calcification can result in poor proximal attachments and resultant endoleak. The treating physician performed an additional balloon dilation which appeared to significantly reduce the endoleak. An additional prolonged balloon dilation may have been useful as well. Placement of a proximal cuff or endoanchors may also be an option. They are especially useful with angulated necks. A product history record (phr) review of lot 17930587 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿bifurcated aortic prosthesis endoleak early type 1 < 30 days¿ was confirmed through physician analysis of the procedural images provided for review. However additional images may have been helpful in determining root cause. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors such as vessel characteristics or limited operator experience with the device may have contributed to the event as evidenced by improving of the endoleak with additional ballooning of the neck. It is unknown if further balloon dilatation or concomitant devices were provided to improve the remaining reduced endoleak. It is not clear whether the endoleak improved on follow up. According to the safety information in the instructions for use ¿potential adverse events and potential device risks include, but are not limited to: endoleak, perigraft flow. Warning: ensure that the position of the aortic bifurcate cranial edge markers does not change while retracting the sheath. Once the trans-renal stent is unsheathed, the barbs on the trans-renal stent are exposed and may be engaged with the aortic wall. Repositioning or rotating the aortic bifurcate delivery system with the barbs exposed may damage the trans-renal stent or the aortic bifurcate delivery system, or cause injury to the artery or cause partial/complete coverage of aortic side-branches. Repositioning of the prosthesis may also result in peripheral and aortic side-branch vessel embolization. 1. Under fluoroscopy, use an appropriately sized and compatible compliant balloon catheter to tack the cranial and caudal seal zones and the overlap regions of the modular components as well as any areas of potential restricted blood flow. Caution: be careful not to displace the prostheses upon introducing and retracting the balloon catheter. Note: care should be taken when inflating the balloon, especially with calcified, tortuous, stenotic, or otherwise diseased vessels. Ensure to not inflate the balloon outside or the graft material. Inflate balloon slowly. It is recommended that a backup balloon be available. Over inflation of balloon can cause graft tears and/or vessel dissection or rupture. Cautions: high pressure injection of contrast media made at the edges of the prosthesis immediately after implantation may cause an endoleak. Leaks at the attachment or connection sites should be treated using a balloon catheter to remodel the prosthesis against the vessel wall. Major leaks that cannot be corrected by either re-ballooning may be treated by adding aortic or iliac extension components to the previously placed stent-graft components or any other method per local practice and the clinical situation. Any leak left untreated during the implantation procedure must be carefully monitored after implantation. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ neither the phr review nor the procedural images suggest that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.